Event description:
The customer reported being hospitalized due to high blood glucose of 396mg/dl. The events leading to her admission was excessive breathing and vomiting. Troubleshooting was performed. The customer mentioned having bent cannulas for several months. Advised the caller to remove the infusion set and found that the cannula was bent. Reminded that the infusion set should be changed every two to three days. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.